Manufacturer narrative:
A mz5307 sample was not available for investigation; however the customer indicates the affected lot number to be 19055577. From the information provided by the customer it appears that a separation was identified at the tubing to tubing adaptor joint; however no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19055577 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5307 set in the past 12 months. H3 other text : see section h.10.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector tubing was broken. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found one tube on bifurcated side was broken, and it was replaced to new product. No health hazard to patient was reported. Actual sample was already discarded by the customer. No sample was returned.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that minibore bi-fuse pressure 2 IV connector tubing was broken. This was discovered during use. The following information was provided by the initial reporter: during use, the customer found one tube on bifurcated side was broken, and it was replaced to new product. No health hazard to patient was reported. Actual sample was already discarded by the customer. No sample was returned.